Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was 437 mg/dl and the ketone level was large. The customer was treated in the emergency room (ER) with insulin and fluids. After 6 hours, the customer left the ER with a bg of 116 mg/dl. The cause of the event was not known; however, the contact did not think the pump was working.